Event description:
It was reported that during interrogation of the device an error message stating the parameters were invalid was observed. The rep reprogrammed the device back to previous programmed settings without issues.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.